Event description:
Stroke patient from ER brought to interventional radiology for stroke procedure; when the physician needed to obtain fluoroscopy, the tube generator failed. The philips neuro machine had to be rebooted twice before we were able to obtain fluoroscopy. This caused a delay in patient treatment of 15min.what was the original intended procedure?vir carotid cerebral bilateral.